Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose levels. The customer¿s blood glucose level was 53.4 mg/dl. Customer ate some food and blood glucose level went to 584 mg/dl. Customer tried to change set and could not rewind the insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined for troubleshooting of high and low blood glucose level. Customer ate carrot cake for the low blood glucose and this caused the high blood glucose. The insulin pump will not be returned for analysis.